Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit anytime when the power is turned on, all light-emitting diodes are turned off and an error sound is generated making the unit unusable. The issue was found during preparation for use in a therapeutic video assisted thoracoscopic procedure. The procedure was completed with no delay not using the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the error sound was due to a faulty printed circuit board. There was not visual abnormalities and there was poor lighting due to the front panel light emitting diode failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.